Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: initial analysis of the device did not confirm the reported field condition. However, further analysis of the save-to-disk (std) data found that the device had recorded sensing difficulties, so analysis to investigate the reported sensing difficulties continued. Final analysis found the device had excessive leakage in a capacitor, and the reported field experience was confirmed.